Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. The patient relative reported that the patient's skin started to itch shortly after the sensor was placed onto the arm. After a few days, the patient developed symptoms of eczema, blisters, and wounds resembling chemical burns. The patient was taken to see a doctor and received unspecified medical or surgical treatment. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.